Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom power adaptor did not work properly while connected to a freedom driver, which was supporting a patient at (B)(6). The patient subsequently switched the freedom power adaptor to the backup freedom power adaptor. There was no reported adverse patient impact. The freedom power adaptor was returned to syncardia for evaluation. Visual inspection revealed that the latch on the connector was damaged. The damaged latch on the connector did not affect the functionality of the power adaptor, because functional testing conducted during the investigation confirmed that the power adaptor was capable of providing power to a freedom driver. Because of the damaged connector latch, the freedom power adaptor was taken out of service. The reported issue posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries, and patients are provided with a backup freedom power adaptor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom power adaptor does not work properly while supporting a patient at (B)(6). The patient subsequently switched the freedom power adaptor to the backup freedom power adaptor. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom power adaptor will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.